Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon routine f/u performed on (B)(6) 2009, ICD memories were reviewed. Reportedly, the pt was in permanent atrial fibrillation and ventricular fibrillation. Two arrhythmia episodes were recorded in the ICD memories: one non-sustained episode, adequately displayed. One episode labeled as vf, but inadequately displayed (egm and markers are incomplete, and the fast rhythm cannot be reviewed on the egm).

Manufacturer narrative:
On january 25, 2010: this event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4). Review of ICD and programmer software specifications confirmed that the ICD operated as specified: in this particular circumstance where the ICD invokes its priority arbitration scheme, egms and markers pertaining to an underlying fallback mode switch episode are not adequately truncated and split between the current fms episode and the newly detected ventricular arrhythmia episode. Such behaviour should not recur with the next generation icds (paradym): improvements were implemented providing for adequate egms and markers recording in similar conditions.